Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap low anterior resection, after firing the device, when they checked the donuts, metal fragment was found adhered. The physician verified that it was not staple although an egia reload was used immediately before. The rectum was resected one time with the egia reload. It was also reported that the anvil was bent.

Event description:
According to the reporter, during lap low anterior resection, after firing the device, when they checked the donuts, metal fragment was found adhered. The physician verified that it was not staple although an linear reload was used for dissection on the anal side of the tumor. The linear reload was used above on the ostium side and the anal side are anastomosed with the circular stapler. It was also reported that the anvil was bent. The clip to locate the tumor was found to be broken, but this was not that one, either. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the plunger of the anvil was broken, and the knife observed staple divots. Functionally, the wing nut functioned properly but the safety was broken off. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that a component disengaged from the device into the surgical cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device had bent out of its intended shape. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur if the latch is forced into disengagement prior to green indicator visibility. The evaluation detected an unreported condition: the safety latch was broken as a result of rough handling. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not try moving the stapler at the same time as opening it. Doing so may result in the anvil catching on the anastomotic lip as it will not have fully tilted, which could cause difficulty in removing the stapler from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.